Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant, both coil had migrated'), device expulsion ('both coil had migrated ,one in uterus') and genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), back pain ("lower back pain"), pain in hip ("hip pain"), dyspepsia ("heartburn"), migraine ("migraines"), abdominal pain ("abdominal pain"), joint pain ("joint pain") and tooth fracture ("teeth chipping"). The patient was treated with surgery (essure was removed via hysterectomy on (B)(6) 2016 and surgery to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, genital haemorrhage, pelvic pain, back pain, pain in hip, dyspepsia, migraine, abdominal pain, joint pain and tooth fracture outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, device expulsion, dyspepsia, genital haemorrhage, migraine, pain in hip, pelvic pain, tooth fracture and joint pain to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: device expulsion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-dec-2019: content from social media received : event "both coil had migrated, one in uterus", reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. Device dislocation and genital haemorrhage are anticipated in the reference safety information for essure. During the essure therapy, a device dislocation may occur. In this case, the exact time point and mechanism of device dislocation are not known, however, considering its nature, this event was considered related to essure. Also abnormal genital bleeding and menses pattern changes may occur. Given the temporal relationship and the lack of alternative explanation, genital haemorrhage was considered related to essure. This case was regarded as incident, as a surgical intervention was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant, both coil had migrated'), device expulsion ('both coil had migrated ,one in uterus') and perforation ('perforation ') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), pelvic pain ("pain"), back pain ("lower back pain"), pain in hip ("hip pain"), dyspepsia ("heartburn"), migraine ("migraines"), abdominal pain ("abdominal pain"), joint pain ("joint pain") and tooth fracture ("teeth chipping"). The patient was treated with surgery (essure was removed via hysterectomy on (B)(6) 2016 and surgery to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, perforation, genital haemorrhage, pelvic pain, back pain, pain in hip, dyspepsia, migraine, abdominal pain, joint pain and tooth fracture outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, device expulsion, dyspepsia, genital haemorrhage, migraine, pain in hip, pelvic pain, perforation, tooth fracture and joint pain to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: device expulsion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received- new event perforation was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant, both coil had migrated'), device expulsion ('both coil had migrated ,one in uterus') and perforation ('perforation ') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), pelvic pain ("pain"), back pain ("lower back pain"), pain in hip ("hip pain"), dyspepsia ("heartburn"), migraine ("migraines"), abdominal pain ("abdominal pain"), joint pain ("joint pain") and tooth fracture ("teeth chipping"). The patient was treated with surgery (essure was removed via hysterectomy on (B)(6) 2016 and surgery to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, perforation, genital haemorrhage, pelvic pain, back pain, pain in hip, dyspepsia, migraine, abdominal pain, joint pain and tooth fracture outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, device expulsion, dyspepsia, genital haemorrhage, migraine, pain in hip, pelvic pain, perforation, tooth fracture and joint pain to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('I grasped the coils in the hopes of extracting them completely but they broke off and I only got about 1-1.5 cm of visible coil.'), device dislocation ('migration of implant, both coil had migrated/ lost essure coil found embedded in peritoneum between peritoneum and rectum'), device expulsion ('both coil had migrated ,one in uterus') and perforation ('perforation') in an adult female patient who had essure (batch no. 886676,787224) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia and endometrial ablation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), pelvic pain ("pain"), back pain ("lower back pain"), pain in hip ("hip pain"), dyspepsia ("heartburn"), migraine ("migraines"), abdominal pain ("abdominal pain"), joint pain ("joint pain") and tooth fracture ("teeth chipping"). The patient was treated with surgery (essure was removed via hysterectomy on (B)(6) 2016 and surgery to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, device expulsion, perforation, genital haemorrhage, pelvic pain, back pain, pain in hip, dyspepsia, migraine, abdominal pain, joint pain and tooth fracture outcome was unknown. The reporter considered abdominal pain, back pain, device breakage, device dislocation, device expulsion, dyspepsia, genital haemorrhage, migraine, pain in hip, pelvic pain, perforation, tooth fracture and joint pain to be related to essure. The reporter commented: discrepancy noted- date(s) of insertion: (B)(6) 2012 (B)(6) 2016: procedure performed; 1. Diagnostic laparoscopy with total laparoscopic hysterectomy. 2. Left oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: gross description: a. Smaller fallopian tube- no contraceptive device is grossly identified within the lumen. Larger fallopian tube- proximal end displays metallic coiled wire extending out of the lumen. Sectioning displays a lumen with metallic coil wiring to the involve the proximal half of the fallopian tube. B. Endometrium curettings- consist of 2.5 x 2.0 x 0.3 cm aggregate tissue mixed with mucous and clotted blood. Concerning the injuries reported in this case, the following one were reported via social media: device expulsion most recent follow-up information incorporated above includes: on 7-dec-2020: mr received : reporter added, lot number added. Event- device breakage added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('I grasped the coils in the hopes of extracting them completely but they broke off and I only got about 1-1.5 cm of visible coil.'), device dislocation ('migration of implant, both coil had migrated/ lost essure coil found embedded in peritoneum between peritoneum and rectum'), device expulsion ('both coil had migrated ,one in uterus') and perforation ('perforation') in an adult female patient who had essure (batch no. 886676-not valid,787224) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia and endometrial ablation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), pelvic pain ("pain"), back pain ("lower back pain"), pain in hip ("hip pain"), dyspepsia ("heartburn"), migraine ("migraines"), abdominal pain ("abdominal pain"), joint pain ("joint pain") and tooth fracture ("teeth chipping"). The patient was treated with surgery (essure was removed via hysterectomy on (B)(6) 2016 and surgery to remove essure). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, device dislocation, device expulsion, perforation, genital haemorrhage, pelvic pain, back pain, pain in hip, dyspepsia, migraine, abdominal pain, joint pain and tooth fracture outcome was unknown. The reporter considered abdominal pain, back pain, device breakage, device dislocation, device expulsion, dyspepsia, genital haemorrhage, migraine, pain in hip, pelvic pain, perforation, tooth fracture and joint pain to be related to essure. The reporter commented: discrepancy noted- date(s) of insertion:(B)(6) 2012 (B)(6) 2016: procedure performed; 1. Diagnostic laparoscopy with total laparoscopic hysterectomy. 2. Left oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: gross description: a. Smaller fallopian tube- no contraceptive device is grossly identified within the lumen. Larger fallopian tube- proximal end displays metallic coiled wire extending out of the lumen. Sectioning displays a lumen with metallic coil wiring to the involve the proximal half of the fallopian tube. B. Endometrium curettings- consist of 2.5 x 2.0 x 0.3 cm aggregate tissue mixed with mucous and clotted blood.. Concerning the injuries reported in this case, the following one were reported via social media: device expulsion lot number: 787224 manufacturing date: 2010/09 expiration date: 2013/09 . Lot number reported (886676) is not valid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-dec-2020: quality safety evaluation of ptc (product technical complaint) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant, both coil had migrated'), device expulsion ('both coil had migrated ,one in uterus') and perforation ('perforation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), pelvic pain ("pain"), back pain ("lower back pain"), pain in hip ("hip pain"), dyspepsia ("heartburn"), migraine ("migraines"), abdominal pain ("abdominal pain"), joint pain ("joint pain") and tooth fracture ("teeth chipping"). The patient was treated with surgery (essure was removed via hysterectomy on (B)(6) 2016 and surgery to remove essure). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, device expulsion, perforation, genital haemorrhage, pelvic pain, back pain, pain in hip, dyspepsia, migraine, abdominal pain, joint pain and tooth fracture outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, device expulsion, dyspepsia, genital haemorrhage, migraine, pain in hip, pelvic pain, perforation, tooth fracture and joint pain to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-feb-2017: quality safety evaluation of ptc company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced migration of implant (device dislocation) and heavy bleeding (seen as genital haemorrhage), amongst non-serious events. Plaintiff underwent essure removal almost four and a half years after insertion. Device dislocation and genital haemorrhage are anticipated in the reference safety information for essure. During the essure therapy, a device dislocation may occur. In this case, the exact time point and mechanism of device dislocation are not known, however, considering its nature, this event was considered related to essure. Also abnormal genital bleeding and menses pattern changes may occur. Given the temporal relationship and the lack of alternative explanation, genital haemorrhage was considered related to essure. This case was regarded as incident, as a surgical intervention was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and genital haemorrhage ("heavy bleeding") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), back pain ("lower back pain"), the first episode of arthralgia ("hip pain"), dyspepsia ("heartburn"), migraine ("migraines"), abdominal pain ("abdominal pain"), the second episode of arthralgia ("joint pain") and tooth fracture ("teeth chipping"). The patient was treated with surgery (essure was removed via hysterectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, back pain, first episode of arthralgia, dyspepsia, migraine, abdominal pain, second episode of arthralgia and tooth fracture outcome was unknown. The reporter considered device dislocation, genital haemorrhage, pelvic pain, back pain, the first episode of arthralgia, dyspepsia, migraine, abdominal pain, the second episode of arthralgia and tooth fracture to be related to essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced migration of implant (device dislocation) and heavy bleeding (seen as genital haemorrhage), amongst non-serious events. Plaintiff underwent essure removal almost four and a half years after insertion. Device dislocation and genital haemorrhage are anticipated in the reference safety information for essure. During the essure therapy, a device dislocation may occur. In this case, the exact time point and mechanism of device dislocation are not known, however, considering its nature, this event was considered related to essure. Also abnormal genital bleeding and menses pattern changes may occur. Given the temporal relationship and the lack of alternative explanation, genital haemorrhage was considered related to essure. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.